Manufacturer narrative:
An event of the reshaping effect was unsatisfactory after implant was reported. The device was returned to abbott for investigation. The investigation found no damage or anomalies to the ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm tailor flexible annuloplasty ring was chosen for a procedure. After implanting, the lead surgeon found that the mitral valve leaflets were not well coapted and the reshaping effect was unsatisfactory. The valve was replaced with a new 27mm sjm masters series mechanical heart valve and the procedure completed successfully while patient on bypass. There was no delay in the procedure the patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm tailor flexible annuloplasty ring was chosen for a procedure. After implanting, the lead surgeon found that the mitral valve leaflets were not well coapted and the reshaping effect was unsatisfactory. The valve was replaced with a new 27mm sjm masters series mechanical heart valve and the procedure completed successfully while patient on bypass. There was no delay in the procedure the patient was reported stable.